Manufacturer narrative:
Deflation reported as the reason for event complication. Device not available for evaluation due to device not explanted.

Event description:
Alleged deflation.

Event description:
Alleged deflation.